Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4). Received additional information on (B)(6) 2013 stating that the implant coil loop came out of the aneurysm neck before the implant coil was detached. The coil was removed from the patient and discarded.

Manufacturer narrative:
(B)(4).

Event description:
Treatment of a small aneurysm measuring 3mm located in the mca (middle cerebral artery). It was reported that after the coil was implanted inside the aneurysm, a loop of the coil was observed falling out of the neck of the aneurysm. The physician attempted to deploy a solitaire stent to pin the coil segment to the vessel wall; but without success as the stent could not be detached. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4).